Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges, since (B)(6) 2016. The customer's blood glucose (bg) level was reported to be 201 mg/dl. The customer reverted to the use of a backup pump and delivered a bolus. During troubleshooting with tandem technical support, the customer was able to reload a cartridge successfully.